Event description:
It was reported that the ultrasonic scalpel "did not seal properly." No patient injury was reported by the user facility.

Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions (sss) for an evaluation. A visual examination of the returned device revealed evidence of clinical use including the presence of biological material on the distal tip and accumulate on the blade. Sss's instructions for use state, "clean the instrument blade and clamp arm throughout the procedure by activating the tip in a sterile saline solution for optimum performance." The scalpel's activation was tested on a generator and the device passed initial, button (each button was tested 10 times), and pedal testing. The device's ability to cut and coagulate was tested using the same generator with min and max settings of 3 and 5 respectively and liver as the test medium. The device passed all cut and coagulation testing. Cutting/coagulation effectiveness is related to various factors such as, but not limited to, power level (generator settings) and surgical technique. Sss instructions for use state, "use a higher power level for greater tissue cutting speed and a lower power level for greater coagulation. The amount of energy delivered to the tissue pad and resultant tissue effects are a function of numerous factors including power level, blade characteristics, grip force, tissue tension, tissue type, pathology, and surgical technique." A review of the lot control sheet for the reported device serial number indicated the device passed all inspections prior to release from sss. This report is being filed as a malfunction due to sss being in a 2 year reporting cycle due to MDR report 1056128-2011-00017 where an additional procedure had to be performed due to a vessel not being sealed during the original procedure, even though there was no patient injury in this event. The reported event is not occurring more frequently or with greater severity than is usual for the device.